Manufacturer narrative:
Filed service engineer (fse) troubleshot the report of no communication with computer and found the infiview application was not opening. Fse delated corrupt "operator" files in user setting of infimed, reloaded operator files per 15 infimed service manual, and resolved communication problem. Fse completed system checkout using service checklist qssrw4.1 and returned unit to full service.

Event description:
Customer reports via phone that during a urology stone removal procedure, the system fluro failed. Physician was able to complete the procedure by using endoscopy. Customer reports the patient is fine, but provided no patient gender/age information. No reported injury.